Event description:
Bayer case number: (B)(4). Pain [pelvic pain female] I had to have a double ablation done because excess bleeding [heavy menstrual bleeding] pulling [lower abdominal pain] migration [device migration] tearing feeling [feeling abnormal] hindered mobility [movement disorder] sick [sickness] fatigue [fatigue]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and heavy menstrual bleeding ("I had to have a double ablation done because excess bleeding") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. In 2007 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("pulling"), feeling abnormal ("tearing feeling"), movement disorder ("hindered mobility"), illness ("sick"), fatigue ("fatigue") and device dislocation ("migration"). Essure was removed on (B)(6) 2026. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (to remove essure and double ablation). On (B)(6) 2026, the pelvic pain, abdominal pain lower, feeling abnormal, movement disorder, illness, fatigue and device dislocation were resolving. No causality assessment was received for essure with regard to pelvic pain, abdominal pain lower, illness, fatigue, heavy menstrual bleeding, feeling abnormal, movement disorder or device dislocation. The reporter commented: patient had to have a double ablation done because excess bleeding after the procedure when essure was inserted. Since there was pain but dismissed by doctors. X-ray confirmed migration. Had surgery 2/24/2026 to have them removed. Other products: no. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): confirmed migration quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints is reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female]. I had to have a double ablation done because excess bleeding [heavy menstrual bleeding]. Pulling [lower abdominal pain]. Migration [device migration]. Tearing feeling [feeling abnormal]. Hindered mobility [movement disorder]. Sick [sickness]. Fatigue [fatigue]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and heavy menstrual bleeding ("I had to have a double ablation done because excess bleeding") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. In 2007, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("pulling"), device dislocation ("migration"), feeling abnormal ("tearing feeling"), movement disorder ("hindered mobility"), illness ("sick") and fatigue ("fatigue"). Essure was removed on (B)(6) 2026. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (to remove essure and double ablation). On (B)(6) 2026, the pelvic pain, abdominal pain lower, device dislocation, feeling abnormal, movement disorder, illness and fatigue were resolving. No causality assessment was received for essure with regard to pelvic pain, abdominal pain lower, illness, fatigue, heavy menstrual bleeding, feeling abnormal, movement disorder or device dislocation. The reporter commented: patient had to have a double ablation done because excess bleeding after the procedure when essure was inserted. Since there was pain but dismissed by doctors. X-ray confirmed migration. Had surgery on (B)(6) 2026 to have them removed. Other products: no. Discrepancy noted in events end date and outcome. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): confirmed migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.